Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote monitoring transmission the r-waves were noted to be chronically low. The chronically low r-wave was noted to be diminished compared to the reading at implant. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.